Manufacturer narrative:
Evaluation summary: the balloon appears to have ruptured or torn off the catheter tip. There is latex missing and the remaining latex near the windings has yellowed.

Event description:
Balloon leaked during use and part of balloon remained in pt.